Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Follow-up contact on (B)(4) 2015 revealed the consumer no longer had the brush head.

Event description:
Bottom piece of brush head broke off [device breakage]. No adverse event. Case description: a (B)(6) year old consumer reported that while using an oral-b rechargeable toothbrush, version unk, the bottom of the first two oral-b dual clean brush heads broke off after one month of use. No symptoms developed. On (B)(6) 2015: received consumer follow-up letter: the consumer reported that they no longer had the oral-b power brush head.